Event description:
Device 2 of 2. Ref MFR report #1627487-2013-12430. It was reported the pt experienced increased stimulation without prompting and was unable to adjust the stimulation using the programmer. The physician plans to explant the system due to the need for an MRI.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.